Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention to prevent permanent impairment/damage. Device issue: stent dislodgement. It was reported that a 2.5 x 23 mm xience v was implanted in the mid right coronary arterior artery (rca) with some difficulty. Then, another 2.5 x 23 mm xience v stent delivery system (sds) was used in an unsuccessful attempt to cross the highly calcified right coronary artery. Further dilatation was performed and another attempt was made to cross the lesion, however, it was also unsuccessful. Then, it was discovered that the stent implant had dislodged from the sds. The dislodged stent implant was removed from the pt's anatomy with the use of a snare device and another xience v stent was deployed to complete the procedure. No damage was observed during product inspection prior to use. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - the inability to cross a lesion can be affected by numerous factors, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Likewise, stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. In this instance, the reported inability to cross and stent dislodgement appears to be related to the operational context.